Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and difficulty removing the guide wire with the guiding catheter and polymer damage, but are not limited to, material propertied, equipment setup, inadvertently handling damage, device placement technique, inner diameter of the guiding catheter, outer diameter of the guide wire, condition of the guide wire, condition of the guiding catheter, and coagulation of blood or procedural contaminants. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B3 - estimated date d4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported in a general comment that during use the command 18 guide wire (gw) with a non-abbott support catheter, the gw becomes stuck inside the gc. The gw feels sticky and does not slide smoothly. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.